Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned. However, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician introduced the neuron max into the patient and attempted to flush with saline to clear it. However, the neuron max broke where the catheter would connect to the hub. Therefore, the neuron max was removed. The procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.